Event description:
The sound quality diminished after the user underwent a 3.0t MRI. 3t MRI is contraindicated for this device type.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The sound quality diminished after the user underwent a 3.0t MRI. 3t MRI is contraindicated for this device type.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a 3t magnet resonance imaging (MRI), which constitutes an abnormal use. The MRI examination likely caused damage to the device, explaining the decrease in hearing. Further the recipient is not within indication criteria for the device, which migth contributes to the limited hearing benefit. Re-implantation or contralateral implantation is planned but no date has been scheduled yet. This is a final report.